Event description:
The patient contacted animas to report that the pump felt hot to touch. At the time of the call, the patient removed the pump's battery and confirmed it also felt hot. The patient denied any visible damage to the pump or any signs of corrosion on the battery or in the battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed a rapid drop in the battery voltage. There was no evidence of heat damage observed to the pump. The pump was exercised without overheating. The electrical current readings were obtained and were found to be within specifications. The pump was opened and no damage was found.